Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced chronic pain, bloating, recurrence, erosion, painful sex, scarring and fistulas. No other info is available. No other info is available.